Manufacturer narrative:
The maryland bipolar forceps instrument was received and failure analysis found the instrument to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure the cable in the tip of the maryland bipolar forceps snapped. It was alleged a fragment fell into the patient and is unknown if retrieved.